Manufacturer narrative:
The mayfield ball socket swivel adaptor was received for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the unit was received with the label, retaining rings, teeth of the sleeve, base swivel ball and washer worn out. The unit needs repair, preventative maintenance and replacement of worn parts. Root cause - the reported complaint was confirmed from the evaluation. The unit needs repair, and replacement of worn parts along with general maintenance and cleaning. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00153: a facility reported that during brain tumor surgery performed by trephination, the mayfield ball socket swivel adaptor (a1064) was loose. The device was used with loose skull clamp a1114 which had to be exchanged for a bigger replacement skull clamp, requiring new holes to the patient for the mayfield skull pins. The event led to an increased surgery time of 1 hour with no further patient impact. The event occurred in (B)(6) 2021, but the exact date is unknown.